Event description:
It was reported that the patient experienced a shocking sensation while sitting down and not moving. The stimulation from the implantable neurostimulator (ins) increased "on its own on and off as it pleased." After this, the patient had the "adaptive stim" feature turned off, and experienced pain and some "neurological side effects." It was noted the patient injured their leg the day after the shocking sensation, which they believed may have attributed to the "neurological" side effects. Follow-up is not possible due to a lack of contact information. See also manufacturer's report # 3007566237-2012-00998 for previous device issue.

Manufacturer narrative:
(B)(4).